Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Related MFR report numbers: 1221359-2022-02299 through 1221359-2022-02303.

Event description:
The customer reported five (5) false positive results with the binaxnow covid-19 ag card on multiple dates in (B)(6) 2022 on kitted nasal swabs. This report is for patient five (5) of five (5). The patient was tested with the binaxnow covid-19 ag card on (B)(6) 2022 which generated a positive result. Confirmation pcr testing was performed the same day (platform:perkinelmer) on a nasal which generated a negative result. The patient was asymptomatic but known to be covid-19 positive at the time of testing. No serious injury, medical intervention or treatment decisions occurred as a result.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit lot numbers, was not provided. However, review of lot trend analysis showed that rates for false negative results are within historical ranges. Complaints against these trend codes will continue to be monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.